Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is intermittently losing the power to the rkp (respiratory knowledge portal) wireless bridge. The user interface module (uim) issue was noted while connected to a patient. The customer confirmed that there was no harm reported.